Event description:
Upon flushing, noticed that PICC line was leaking around insertion site. PICC was discontinued per orders and PICC tip sent for culture. Dual lumen bs pasv PICC 5 fr placed in right upper arm basilic vein. PICC removed in 2008.